Event description:
It was reported, during an implant procedure, a straight stylet was switched to a curve stylet and, however, was unable to be inserted in the leads ((B) (4) and (B) (4)). Consequently, these leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed distal conductor was obstructed with blood/fluid within the connector, and mechanical inspection of stylet test failed. Damage at implant noted. (B) (4) no anomalies were found; however, blood was noted in the helix mechanism and on the distal conductor on visual inspection. The third lead was not returned and further evaluation is not possible without the lead.